Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having a lot of issues with their controller. Patient later clarified the issue was therapy related not equipment related. Patient then stated they could turn their controller on and have groups a, b, and c. Patient said they had group a at about as low as it could go and it worked good at low intensity, but other times they would turn the controller back on and it would be on high intensity and they would have to turn it off because they couldn't use group a. Patient also said they tried group b and then group c, but they are still feeling pulses even on low intensity. Patient mentioned they kept switching the groups and trying to control stimulation properly and sometimes group a worked to treat their neuropathy and other times they had to turn it off because the intensity reverted too high. Patient stat ed they turn stimulation off when sleeping, and when they turned stim back on, it lit them up and they had to turn stimulation back off. When asked for the event date, patient said it was probably a couple weeks ago. Patient commented how the stimulator was implanted laterally and sometimes the stimulation hits both legs, and if they move just right, then the stimulation sensation changes. Patient was difficult to understand on the call, so agent made best attempt to document information. The patient was redirected to their healthcare provider to further address the issue. Patient was unsure who their managing physician would be, and stated they have a primary care doctor, and pain management only manages the patients medications. Agent reviewed role of rep and how to contact rep with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.